Event description:
It was reported that a pump had a watchdog failure. No patient injury was reported.

Manufacturer narrative:
No additional information has been received. The product was returned for evaluation. The case was cracked. Functional tests were performed and the reported problem could not be duplicated. The cause could not be determined. There was no damage to the speaker. J9 connector is fully seated and properly glued. No causes or potential causes to the customer's reported problem were found during the device history record (DHR) review. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4).